Manufacturer narrative:
Patient¿s information is unknown. 510k: this report is for an unknown unilock plate 2.4, angled./unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the literature article: mensink, g., et al., (2013) bilateral sagittal split osteotomy in a mandible previously reconstructed with a nonvascularized bone graft. International journal oral maxillofacial surgery. Volume 42: pages 830-834. Netherlands. This article followed a (B)(6) woman who underwent a segmental mandibulectomy due to a multicystic ameloblastoma in the left jaw. Primary reconstruction was performed with a plate (unilock plate 2.4, angled). Complications: the patient experienced a trauma which caused the plate to break. Patient was revised with a similar plate and recovery was uneventful. This report is for an unknown unilock plate 2.4, angled. This report is for 1 of 1 for (B)(4). A copy of the literature abstract is attached to this medwatch.